Event description:
The customer's mother reported her daughter's blood glucose history is as follows: bg (mg/dl) 249, 224, 457, 429. The pod was then deactivated and she noticed there was no cannula coming out of the pod and the needle stayed in her skin. There was also blood noted on the adhesive pad.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism failure (to retract), to determine if it could have contributed to the reported hyperglycemia, or to determine the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.